Manufacturer narrative:
The device is expected to be returned; however, the device has not yet been received. A supplemental report will be submitted if the device is received and evaluation is performed. Device not returned.

Event description:
It was reported that a malfunction alarm occurred. Customer¿s blood glucose level ranged from 207-208 mg/dl. In addition, it was reported that a cartridge alarm 0 occurred. The customer's blood glucose level ranged from 198-199 mg/dl. Lastly, it was reported that the cartridge leaked insulin that the customer received a minimum fill notification after filling the cartridge with 300 units of insulin. The customer reverted to an alternate method of insulin therapy.